Manufacturer narrative:
Additional manufacturing narrative: the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
The customer reported during or induction spo2 signal dropped for 15-20 seconds for no apparent reason. Patient still/sedated no movement. Signal re-acquired without intervention. No patient impact or consequences were reported.